Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the tip of the screwdriver broke when tightening the urs-screw intraoperatively. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.